Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer was able to fill the cartridge without changing the needle. In addition, it was reported that the cartridge leaked insulin. Customer's blood glucose level was 150 mg/dl. Customer was able to load a new cartridge and resume insulin delivery.